Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient with an implantable neurostimulator (ins).it was reported that the patient had his ins changed due to normal battery depletion. Consumer said they were told not to charge the ins until their appointment on (B)(6) 2018. Consumer stated the rep told them the ins should last them the 2 weeks. Consumer stated so her husband has been trying to use the ins sparingly but the ins is almost out of charge. Consumer stated her husband turned the ins off last night. Consumer stated her husband tried to leave the ins off today but the pain was too bad so he turned it back on. Consumer stated they noticed the ins was not fully charged when they left the hospital. Additional information was received from the rep indicating that the battery depleted. Patient reports the battery depleted 5 days after implant and feels it should have lasted longer. No interventions were taken rep will meet patient at post operative appointment next week from this report. The issue has not been resolved at the time of this report. No surgical intervention take or occurred. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the battery not being fully charged and rapid depletion were not determined. No actions were taken as the patient did not report premature depletion at the next follow up. The issue was reported to be resolved.